Event description:
Three results from an abl800 yielded falsely high pco2 values for a patient sample, which resulted in unnecessary oxygen treatment where tv and rf were increased for 30 minutes in order to bring down the pco2.

Manufacturer narrative:
Investigation of the datalogs shows that the error was caused by a clot and it was detected with the first succeeding qc. The clot detection feature in the device software was activated, so the device did function as intended. The operators manual states the following warning (p. 12-2; 'sampling devices and procedures'): 'warning - risk of erroneous results. Always meticulously follow the sampling procedures described in this chapter. Failure to follow these procedures may introduce clots or air bubbles in the sample and yield erroneous results.'